Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) was used for hemostasis after an endovascular thrombectomy, but the balloon ruptured while pulling back the mynx balloon. The sheath had not yet been removed, so another mynx of the same size was used as a substitute, and hemostasis was achieved without problem. There was no reported injury to the patient. The deployer had experience using the device in over 20 cases. No anomalies were noted prior to use. The device was prepared according to instructions for use (IFU) with no difficulty noted during preparation. There was no resistance or friction when advancing through the sheath, and a non-cordis short sheath was used. There was no significant resistance or excessive force when shuttling down. The provided syringe was used to inflate the balloon with 3 cc of saline, and the stopcock was locked after inflation. No unusual force was applied when retracting the sheath. No scar tissue was present at the puncture site. Fingertip compression was maintained during device removal. The device was stored according to the IFU, and the storage temperature did not exceed 25 °c. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot j2517401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to balloon rupture reported. However, access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification/pvd at the access site, and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was used for hemostasis after an endovascular thrombectomy, but the balloon ruptured while pulling back the mynx balloon. The sheath had not yet been removed, so another mynx of the same size was used as a substitute, and hemostasis was achieved without problem. There was no reported injury to the patient. The deployer had experience using the device in over 20 cases. No anomalies were noted prior to use. The device was prepared according to instructions for use with no difficulty noted during preparation. There was no resistance or friction when advancing through the sheath, and a terumo short sheath was used. There was no significant resistance or excessive force when shuttling down. The provided syringe was used to inflate the balloon with 3 cc of saline, and the stopcock was locked after inflation. No unusual force was applied when retracting the sheath. No scar tissue was present at the puncture site. Fingertip compression was maintained during device removal. The device was stored according to the instructions for use, and the storage temperature did not exceed 25 °c. The device was discarded and not returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.